Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the resection of a polyp, the single-use loop of the resector broke inside the patient's uterus, with the metallic part remaining embedded in the patient's endometrium. An attempt was made to remove the metallic part using a new loop and then a sponge curette, resulting in uterine perforation. The surgeon then decided to interrupt the operation and schedule a follow-up appointment with the patient for the removal of the loop under hysteroscopy. This is the first time such an incident has occurred.